Event description:
The clinic reported that a laser vision correction patient presented with dry eye, loose epithelium, microstriae, starburst at night and visual acuity fluctuations in left eye post treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of visual acuity fluctuations, dry eye, and starburst at night. On (B)(6) 2014, account reported that patient had punctal plugs placed on (B)(6) 2014 for the dry eye and also reported the starburst at night had resolved. They also reported that patient hyperopic outcome has made activities of daily living difficult. Uncorrected visual acuity right eye 20/40, left eye 20/40, both 20/30 best corrected visual acuity (bcva) pre-op 20/20 right and both, left eye 20/30. Post op bcva 20/20 od, 20/25 os.

Manufacturer narrative:
(Loose epithelium). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Additional information: on (B)(6) 2015, the patient returned for a 3 month status post (s/p) on a flap enhancement. Epithelial ingrowth was noted on right temp margin measuring 1mm tall x .5mm wide at the time of the status post exam. The enhancement was performed on (B)(6) 2015. The patient commented on the dry eye still persistent from the initial report of 8/29/2014. (B)(6).